Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012378, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012378 was manufactured according to the form version 101.0, in the multivac m14, on 23/mar/2025, with a total of (B)(4) units. The sub-assembly: welding the lot 5c01423 was manufactured according to the form version 34.0 welding in the machine ls06-ls07, on 19/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c00920 was manufactured according to the form version 67.0 and manufactured in the line sc05-sc06, on 22/mar/2023, with a total of (B)(4) units. The sub-assembly: gluing of connector the lot 5c01376 was manufactured according to the form version 39.0 in the gluing of connector in the line 03, on 9/mar/2025, with a total of (B)(4) units. The lot 5c01378 was manufactured according to the form version 39.0 in the gluing of connector in the line 03, on 20/mar/2025, with a total of (B)(4) units. The lot 5c01379 was manufactured according to the form version 39.0 in the gluing of connector in the line 03, on 21/mar/2025, with a total of (B)(4) units. The lot 5c01377 was manufactured according to the form version 39.0 in the gluing of connector in the line 03, on 20/mar/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: extended by bent needle. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing kinked event on (B)(6) 2025. The blood glucose levels was high 312 mg/dl. No further information available.